Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the rotations per minute (rpms) was too low and below specification on the motor device. It was further determined that the locking system was defective. It was further determined during the pre-repair diagnostics assessment that the device failed for safety and for rotations per minute (rpms). It was noted on the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.